Event description:
Reportedly the emboshield nav6 filter was used with out incident; however, after opening the retrieval catheter, it appeared to have smudges on the transparent plastic holder, so it was not used. The filter was retrieved reportedly using a creative way; however, it is unclear at this time how the filter was retrieved. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Analysis is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported smudges on the tray was confirmed. Based on visual inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.